Event description:
It was reported that the patient presented in clinic for a follow up after receiving inappropriate shocks. Atrial undersensing was observed. The patient's rhythm was atrial fibrillation with rapid ventricular response. Reprogramming the device was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.